Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. The lens was returned in an iol case inside the product carton. The lens is positioned incorrectly in the lens case. Solution is dried on the lens. The lens optic is cut in the middle of the optic, which is consistent with lens having been explanted. The complainant indicates the use of non-company viscoelastic and company cartridge which are not qualified for use with the associated iol model. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation procedure, posterior capsule ruptured after implanting the lens. So doctor removed the lens by cutting and performed anterior vitrectomy and implanted a multipiece lens. Additional information received stating that patient's outcome was resolved.